Event description:
The customer states that recently the tdxflx theophylline monoclonal ii assay has been generating erratic results, most of which have been initially elevated results that retest at lower levels. The customer gave the example of one patient generating results of hi (flag), 28.28 and 5.83 ug/ml from the same sample. No suspect results have been reported from the lab. Several troubleshooting procedures did not resolve the issue and a service request was initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Tdxflx theophylline monoclonal ii assay list#: 8a53. The complaint text indicates erratic patient and control results were generated on tdxflx sn# (B)(4) when running the theophylline monoclonal ii assay. A pipette check was performed and passed. The customer replaced the reagent but the issue continued. Field service representative (fsr) was requested to verify instrument performance. The fsr replaced multiple worn parts including: the valve block, probe, diluent syringe, sample syringe, pump belts on the diluent syringe and sample syringe and the boom assembly. A complete preventative maintenance (pm) was performed. Assay results were as expected following field service intervention. A review of the service history of tdxflx sn# (B)(4) indicates there were no additional erratic result complaints generated following field service replacement of the dispense components, pumps, and belts and performing a pm. Review of the complaint database for the time period of (B)(6) 2008 - (B)(6) 2009 found no similar complaints for the customer described issue. The most probable root cause for the erratic results was worn dispense components. Replacement of the dispense components and performing a pm, returned the instrument to specification. A deficiency of the tdxflx system was not identified. The customer's issue is addressed in the tdxflx system operation manual (ln# 4a24-51) section 10, troubleshooting, observed problems, erratic test results, high test results and qc out of range provide multiple probable causes and corrective actions for an erratic result or results not as expected. Also, the theophylline ii package insert (B)(4), describes suitable specimens, results, and limitations of the procedure. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.